Event description:
This is a cause report received on may 20th by baxter (B) (4) from the (B) (6) ministry of health (B) (4), and refers to an event that occurred at the centre medico-social de basse terre. It was reported that on (B) (6) 2009, a baxter singleday infusor (code 2c1071kjp lot 08m039) had its bladder ruptured during the set up step, prior to being connected to the pt. No pt involved. The sample is not available.

Manufacturer narrative:
The reported condition cannot be confirmed as the sample is not available for eval. Should the sample become available, or additional info received, a follow-up medwatch will be sent. (B) (4)